Event description:
It was reported that the patient underwent a successful elective device replacement procedure. The chronic leads tested normal during the procedure. Three hours post-op, a vibratory alert was received for an lv lead issue. The chronic lv lead was replaced. When the new lead was connected to device, high, out of range pacing lead impedance was noted. The impedance was normal when tested preoperatively. A possible connection issue was suspected. The device was explanted and replaced and impedance values were normal. Patients condition was good post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an impedance anomaly was confirmed in the laboratory. The device was tested on the bench and high lv lead impedance was initially observed. Upon further evaulation of the device, the anomaly was lost. The cause of the impedance anomaly could not be determined.